Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. The screw appeared to be in good condition overall. Functional testing was done using a blade and ratcheting driver to insert the screw into a block of white oak wood. The screw easily inserted into the wood and functioned as intended. The complaint is unconfirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). The emergency screw part and lot are unknown, if this information is received an additional report will be submitted. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the screw was not effective to fixation at the procedure of sagittal split ramus osteotomy (ssro). The surgeon attempted to use an emergency screw (part number unknown), but it was not effective. The surgeon employed another screw of same part number and it was successfully implanted. Attempts have been made and no further information has been provided. No adverse events have been reported as a result of the malfunction.